Event description:
It was reported that following a mitral valve procedure, the patient became unstable when taken off bypass. The surgeon re-opened the incision and found that 7 of the 8 stitches had come undone. The patient was resutured, and the outcome was good.